Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the bottom of the touchscreen does not work. No patient involvement was reported.

Manufacturer narrative:
Additional information received from the manufacturer's field service engineer determined that the units current running hours is at 18,272 hours.

Manufacturer narrative:
The device was evaluated by a field service engineer who performed testing on the touch screen controls. The touch screen is reported to be functioning properly.